Event description:
Customer reportedly rec'd results in the 350's (mg/dl) and 110 - 115 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strips have been discarded; replacement was sent.